Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a percutaneous transluminal ipsilateral left femoral angioplasty, an admiral xtreme otw balloon was used for a left tibial lesion. The balloon crossed the lesion but ruptured before inflation. No patient injury reported.

Manufacturer narrative:
Evaluation summary: the device was cleaned and visually inspected: the balloon was not folded. Traces of radiopaque solution was found within the inflation lumen. A 0,035" guide wire was advanced in the guide wire lumen. The balloon catheter was checked for leakages or bursts. A manometric syringe filled with water was used to inflate the device. Water was observed coming out of the shaft in correspondence of the proximal balloon welding. A small burst was identified. No other damage was present all along the returned device. If information is provided in the future, a supplemental report will be issued.